Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage keypad trace. The device also had a scratched lcd window, cracked display window corners, cracked battery tube threads, cracked reservoir tube lip and missing end cap sticker. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the up arrow button would not respond and the other buttons would not work at times. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.